Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon had removed an old competitor's construct and was replacing a screw that was 5mm longer and 1mm wider than the screw that was taken out. Upon insertion the navigation driver tip sheared off while he was implanting the screw. He removed the broken tip that was inside the screw head and replaced that screw with another that was 5mm shorter. There was no delay and no impact on the patient's outcome.